Event description:
The customer reported to olympus, the colonovideoscope water flow was not clearing lens. The issue was found during maintenance. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign material in the auxiliary jet channel. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of water flow not clearing lens was confirmed. The device evaluation found the reportable malfunction identified in b5, foreign material in the auxiliary jet channel. The following non-reportable findings were found during evaluation: light cover glass adhesive was worn, distal end adhesive was lifting, up/down and right left angulations were not to specification, air channel volume failed due to blockage, water flow not to specification, water removal not to specification, and water channel volume failed due to blockage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.